Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed received an arctic sun device that was not cooling the patient, biomed performed a functional check and confirmed it was not cooling. Chiller temperature (t4) was in the 6c range indicating that the issue was the mixing pump, biomed just replaced the mixing pump and circulation pump in june so they were sending a replacement mixing pump under warranty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was not returned. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. The device was not returned.

Event description:
It was reported that the biomed received an arctic sun device that was not cooling the patient, biomed performed a functional check and confirmed it was not cooling. Chiller temperature (t4) was in the 6c range indicating that the issue was the mixing pump, biomed just replaced the mixing pump and circulation pump in june so they were sending a replacement mixing pump under warranty.